Manufacturer narrative:
Ge healthcare's investigation has determined that the cable mode present in the design of the mr750w rf body coil is the root cause of arcing that has led to excess heat/discoloration of the surface of the patient bore. Ge healthcare is initiating an action in the field to inspect units to determine which units have the potential cable mode, and make any corrections if necessary. This action was reported to the FDA under correction number 2183553-06/15/16-001-c on june 15, 2016.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. No report of patient involvement. The burn mark was noticed on (B)(6) 2015 and the burn smell was noticed a week prior. The exact incident date has not been provided at this time. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
A burn mark was noticed on the inside, patient surface of the radio frequency body coil during routine maintenance. During investigation, customer reported they had noticed a burn smell inside of magnet room after a patient scan finished. There has been no reported patient involvement.